Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed discrepant lithium results while using the architect c16000 analyzer. The customer provided the following data (mmol/l), ref range provided : 0.4-1.00. On (B)(6) 2018: sid (B)(6): initial 1.3 retests 0.46, 0.49. On (B)(6) 2018: sid (B)(6): initial 1.504 retests 0.572, 0.535. On (B)(6) 2018: sid: (B)(6) initial 1.395 retests 0.621, 0.611. There was no adverse impact to patient management reported.

Manufacturer narrative:
The complaint text indicated a possible cause for the result issue was reagent carryover from ldh and an additional smartwash was be implemented as a precaution. Reference to product labeling regarding the smart wash feature and troubleshooting was provided to the customer. The design history record review did not identify any non-conformances, deviations or potential nonconformances related to the issue reported. A service history review for this instrument did not identify any contributing factors on or around the date of the complaint. Tracking and trending did not identify any adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77 was identified.